Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw (B)(4) ;mfg report number 2249723-2023-03920. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw (B)(4). ;mfg report number 2249723-2023-03920

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit pump had displayed the "temp over sensor" message. The customer called for assistant and he states that the pump stopped, and they could not resume pumping. They quickly exchanged the pump for another. He was advised to report the pump to their biomed department for service. There was no patient harm or injury reported.